Manufacturer narrative:
The use of a competitor femoral stem in conjunction with these devices constitutes an off-label application.

Event description:
It was reported that revision surgery was performed.

Event description:
The acetabular cup involved in this event was implanted on (B)(6) 2004. The femoral head, modular sleeve and competitor (biomet) femoral stem involved were implanted on (B)(6) 2010. The acetabular cup, femoral head, and modular sleeve were all revised on (B)(6) 2012. It is unknown if the femoral stem remains implanted or was also revised.